Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) and tethered leaflets for a triclip procedure. There was difficulty throughout the procedure with visualization. A triclip was successfully placed, after deployment the clip tilted. A second triclip was placed to stabilize the initial clip. After the clip was deployed there was slight clip movement. The final tr was grade 1. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported poor image resolution appears to be related to imaging quality. There is no indication of a product quality issue with respect to manufacture, design, or labeling.